Event description:
It was reported, the leads had moved and the patient had to have the leads replaced. The replacement was on (B)(6) 2013.

Manufacturer narrative:
Product ID 3889-28 lot# v879144, implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).